Event description:
The pt developed a fever resulting in staphyococcus aureus septicemia. The pt required intubation for one week, dialysis for renal failure and substantial recovery time from toxic brain syndrome. An echo on admission showed a "normal" valve; however, an echo one week prior to explant showed periprosthetic edema and a preoperative echo showed moderate aortic regurgitation. Intraoperatively, a periprosthetic abscess was noted by the inflow suture line. The valve's cusps and the blood path were "normal". A 27mm homograft was implanted.